Event description:
It has been reported to philips the touch screen is not responsive. The device was in use at the time of the event. There was no reported patient or user harm.

Event description:
It has been reported to philips the touch screen is not responsive.